Manufacturer narrative:
(B)(4). Alleged failure: third party insulation the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause for insulation damage/insulation non stryker part is third party repair. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin:(B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Reportability rationale has been updated from malfunction to no report required. This device does not have an electrical post and cannot be connected to an electro surgical source, therefore there is no risk of arcing originating from the device.

Event description:
It was reported that the insulation had been compromised.